Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: notice of blanching, which was not self-reported. The stl scans are not ideal, displaying two rows of teeth and lacking gingival definition on both the upper and lower arches. Additionally, it was noted that the bite articulation is off, and the upper space closure raises concerns about whether continuing treatment could result in a crossbite or edge-to-edge bite by the end goals. Clinical review: advising the patient to try smoothing the aligners if they are causing discomfort. Information is also being shared with the team for further review and guidance.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.